Manufacturer narrative:
H6: a review of the mfg records for this particular batch namely top assembly taxus express2 batch#7037154 found that the device met its material, assembly and product specifications, at the time of release to distribution. No root cause can be identified.

Event description:
Clinical trial. It was reported that post index procedure, the pt had a target vessel revascularization (tvr). The pt presented for the index procedure with an acute myocardial infarction. The index procedure treated a de novo lesion in the mid left anterior descending artery (lad). The lesion was 2.5 mm wide, 12mm long, and 85% stenosed. The physician predilated the lesion prior to placing a 2.5 x 16mm taxus express2 stent. Post dilatation stenosis was 0%. The pt received a gpiib/iiia inhibitor, aspirin, and plavix during the procedure. The pt was discharged one day later on aspirin and plavix. Six hundred thirty seven days later, the pt had a tvr in the mid lad due to proximal edge restenosis. A taxus express2 stent was placed. The pt was discharged 2 days later. In the opinion of the physician, there was an unk relationship between the taxus stent and the tvr.